Event description:
Product complication: separated filter basket and wire, failure to recover. After successful stent implantation and upon removal of the accunet filter basket, the recovery 2 catheter was advanced but it would not cross the stent. So the recovery 1 catheter was advanced, but it also would not cross stent. A tight loop was noted in the sheath approximately 40 to 50 cm from the distal tip of the sheath. It appeared that the accunet wire was stuck in the recovery 1 catheter and while trying to manipulate the devices the wire broke. About 1 cm was of the accunet wire was hanging out of the proximal end of the guide wire port of the recovery 1 catheter. The proximal portion of the wire was removed from the patient's anatomy and a snare device was used to pull the distal separated portion of the wire. The filter basket was pulled down into the deployed stent and became stuck in the stent. The distal portion of the wire and the recovery 1 catheter were removed from the patient's anatomy. However, the filter basked remained trapped in the stent. A guide wire was advanced through the deployed stent and around the filter basket and then a balloon catheter was used to push the filter basket to one side. An additional stent was deployed to crush the filter basket between the two stents. The results were good and the patient did not experience any neurological deficits. No other information was available.